Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). The patient had several falls and came to the clinic complaining of right intercostal stimulation. The patient had significant discomfort in the ribs when stimulation was activated. A clinical diagnosis of intercostal pain due to stimulation was reported with no device diagnosis. The patient was reprogrammed to get rid of the intercostal stimulation and the event resolved without sequelae. The event was related to the device or therapy (specifically programming) and was not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's gender, date of birth, ins implant date, and baseline weight were reported.